Event description:
Post-operative patient's urinary catheter could not be removed with gentle traction after fluid removed from balloon. Balloon port cut to ensure balloon completely deflated, without resolution. Surgeon called to the bedside to remove catheter. Upon inspection of the catheter, the surgeon noticed the collapsed balloon had formed a small ridge, about 2cm from the tip, that slightly increased the diameter of the catheter. Unsure if this contributed to the difficulty in removal of the catheter.